Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx). Without predilating the lesion, a 12x2.5mm express2 monorail stent delivery system was advanced but could not cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good".

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous left circumflex (lcx). Without predilating the lesion, a 12x2.5mm express2 monorail stent delivery system was advanced but could not cross the lesion. The device was removed and it was noted that the stent was damaged. The procedure was completed with another of the same device. There were no patient complications and the patient's current condition is listed as "good".

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned complaint device revealed stent and catheter tip damage. There were two struts on the proximal end of the stent that were extended back at 90 degrees. The undamaged portion of the returned stent meets the applicable specification for outer diameter. There was contrast present in the distal and midshaft of the device which is consistent with the reported information that the device was used. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)